Manufacturer narrative:
The investigation into this report is on-going. As additional information is obtained, a supplemental report will be issued. (B)(4).

Event description:
A report received from (B)(6) stated the left endobronchial tracheal balloon did not deflate during pre-testing of the device. There was no patient involvement.